Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using ultra fast-fix, the suture broke. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. A review of the customer provided image revealed the image was to grainy to see clearly, but the anchors appear attached to the needle. The depth tube has been removed from the needle and the suture is loose. No physical damage visible to the imaged device. A visual inspection revealed the t1 anchor was not returned with the device. The t2 anchor had been actuated forward and the suture was cut where the t1 anchor should be. No physical damage visible to the handheld device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.